Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. Patient data review stated that a 20% energy fluctuation would either cause an over or under correction of the whole ablation area, but not in only a part of it. The front side elevation picture does not show a central island. There seems to be an irregularity in the superior area which indicates that what can be seen on the curvature map is remaining cylinder. There is a remark on the postop documentation about flap repositioning that indicates that the treatment was a lasik. However the report does not indicate which device has been used for flap creation. Therefore the possible influence of the flap and its hinge cannot be evaluated. There is no evidence of influence by the excimer laser system for the reported event, meaning this laser can be excluded to the greatest possible extent. Log file review shows that all started treatments were completed to 100 % without interruption and all laser system functions were within specifications at this day. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Upon additional follow up, reporter indicated at three months plus post lasik, the patient continues to complain of overall cloudy and decreased vision. Reporter states that no other patients from the reported surgery day had any issues, nor did any patients from the surgery days immediately before or after. Patient is continuing to be monitored closely.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a bilateral case of corneal central islands were observed post lasik procedure. Upon follow up, patient felt distance vision was blurry. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.